Event description:
The biomed stated the battery light is on (charged), but the battery back-up will not operate the bed.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.